Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented asymptomatic. Upon interrogation, the right ventricular lead exhibited decreased r wave sensing and loss of capture at high output. The lead was dislodged. An attempt to reposition the lead was unsuccessful. The lead was explanted and replaced. The patient was in stable condition post procedure.